Event description:
The customer contacted abbott regarding axsym rubella igg calibration error which produced error code 1048 (calibration check failure, cal a/b, ratio too large). The customer obtained a successful calibration with axsym rubella master calibrator lot 60003m100. The customer discarded the failed calibrator, therefore, no material was returned for investigation purposes. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.